Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
Patient no longer has any hearing sensations with the device since having a fall. Re-implantation is considered but no date has been scheduled due to the patient's poor health.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device since a fall. Re-implantation is considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient no longer has any hearing sensation with the device since having a fall. Re-implantation is considered but no date has been scheduled due to the patient's poor health. In situ measurement was indicative of a device malfunction. External parts have been checked without any improvement. CT imaging showed that the device is still in place. The patient has been re-implanted.